Event description:
It was reported that a cardiac tamponade occurred. The procedure was cancelled. During a procedure, a farawave 2.0 nav cath and faradrive steerable sheath was selected for use. The transseptal access was lost thus when the physician was advancing back to left atrium, the guidewire could not be advanced. It was noted that the catheter's guidewire lumen was bent/kinked. Thus, a new farawave catheter and guidewire was obtained. The new guidewire got kinked almost right after. The procedure was stopped, and the staff noticed fluid in the pericardium on echo. A pericardiocentesis was performed (1l of blood). It took a long time, but the patient was stable in the end and transferred to a different hospital. The physician fell out of the left atrium (la) with the faradrive and no device was parked in left atrium (la) when la access was lost. It was tried finding the previous transeptal puncture using a cs catheter through the faradrive sheath. The second wire likely got kinked as it was in the pericardium. There was no issues with or damage to second farawave catheter. It was further reported that patient was discharged a day after and was in good condition.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (disposed). If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a cardiac tamponade occurred. The procedure was cancelled. During a procedure, a farawave 2.0 nav cath and faradrive steerable sheath was selected for use. The transseptal access was lost thus when the physician was advancing back to left atrium, the guidewire could not be advanced. It was noted that the catheter's guidewire lumen was bent/kinked. Thus, a new farawave catheter and guidewire was obtained. The new guidewire got kinked almost right after. The procedure was stopped, and the staff noticed fluid in the pericardium on echo. A pericardiocentesis was performed (1l of blood). It took a long time, but the patient was stable in the end and transferred to a different hospital. The physician fell out of the left atrium (la) with the faradrive and no device was parked in left atrium (la) when la access was lost. It was tried finding the previous transeptal puncture using a cs catheter through the faradrive sheath. The second wire likely got kinked as it was in the pericardium. There was no issues with or damage to second farawave catheter.